Event description:
It was reported that during the procedure, a balance middleweight universal ii guide wire was advanced into the patient anatomy. The 3.0 x 15 mm trek otw dilatation catheter was advanced over the guide wire to the target lesion and the balloon was inflated. The balloon was then deflated. No difficulty was noted during inflation or deflation of the balloon. The physician then attempted to remove the dilatation catheter and it was noted that the dilatation catheter was stuck on the guide wire. The physician removed the guide wire and the dilatation catheter as a single unit, with no difficulty noted. A second guide wire was then advanced into the patient anatomy to complete the procedure. There was no clinically significant delay and no adverse patient effect. No additional information was reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The otw trek coronary dilatation catheter mentioned is being filed under a separate manufacturer report number. Evaluation summary: the device was returned for analysis. The resistance was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.